Manufacturer narrative:
The reported issue is currently under investigation. This MDR is related to ge healthcare complaint number.

Event description:
The customer reported a thick cable running from the workstation to the c-arm was fraying. No patient injury was reported.